Event description:
Date of implant: 2003. It was reported by a user facility # 0500470000-2007-0007 that a patient underwent a spinal fusion with posterior instrumentation at levels l4-s1 in 2003. Approximately 4 years later, a CT scan reportedly revealed a non-union at l5-s1 with fractured hardware. The patient underwent revision surgery to remove and replace the hardware at l4-s1 and place hrbmp-2. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer, therefore, product evaluation is possible. A product engineer is performing a product analysis at this current time. Unable to determine the cause of the event.